Event description:
Edwards received information of a mitral bioprosthetic valve implanted in 1999 and then explanted in 2004 due to severe calcification. Patient received replacement device. Patient is female and (B)(6) at time of implant. There are no adverse events reported post-op.

Manufacturer narrative:
The reported device has not been returned to manufacturer, without receipt of the reported device the reported clinical observation cannot be confirmed and a root cause cannot be investigated or determined. Edwards will continue to monitor all events. Additional information will be reported if received.